Manufacturer narrative:
The batch record review has been carried out and confirms that the product was within specification.

Event description:
Clinician reports augmentation surgery with bone ceramic and membragel in region 11 on (B)(6) 2010. On (B)(6) 2011, a fistula developed. The membragel membrane was removed on (B)(6) 2011. The membragel could be removed in fragments. The bone ceramic was not affected. The infection was successfully treated. Pt is a smoker.